Event description:
It was reported that an ilet pump was dropped to the ground after falling from a pocket, resulting in a cracked and delaminated touchscreen that rendered the screen unusable and caused difficulty using the device. Symptoms included no injury and no adverse glycemic symptoms. Outcomes included the user reverting to backup therapy with blood glucose remaining in range, with no hospitalization or medical intervention. Investigation included a review of the user report and device history, and a replacement device was arranged with the original to be returned. Investigation of this case revealed physical damage to the touchscreen assembly consistent with impact, leading to screen failure and impaired usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.